Event description:
The customer reported the spike of the set was not connected to anything when the patient opened the lid of the cleanflash device. The set had been used for 5 days. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The sample has been received. A follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The customer report of a damaged spike was confirmed during evaluation. The spike tip was bent. The root cause was undetermined. A batch review was not performed as the lot number was unknown. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.